Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some damaged reservoirs. The customer reported having a reservoir that leaked, but did not see any insulin inside the insulin pump. The customer also reported having a cracked reservoir. Blood glucose level at the time of the incident was not provided. The customer reported that she had disposed of the reservoirs. The products were not replaced or returned for analysis.